Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering's inspection found no damage on clevis or cable. Performance testing was conducted and the instrument was found to be within specification with no issues found. The recognition and engagement testing passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Based on these results, several attempts have been made to obtain additional information from the initial reporter without success.

Event description:
It was reported that during a da vinci si hysterectomy procedure and after insertion of the mega needle driver instrument for use, a piece of metal wire was found in the patient's abdomen. The surgeon removed the piece and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.